Manufacturer narrative:
(B)(4).

Event description:
It was reported the generator header had been broken for years but the clinician just noted it recently on a x-ray from 2006. Device replacement was recommended. No adverse consequences were detected.